Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 89 retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubble was observed in one tube but no foreign matter was seen in the retention tubes. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles; however, was unable to confirm the customer¿s indicated failure mode for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, customer noticed a black dot present in the inner wall of collection tube and some contents have bubbles. No patient impact reported.